Event description:
Doctor mentioned in passing that he has been having a problem with infections and it has been with c-qur mesh. He did not further elaborate on the condition prior to or after the case. He did not give any further details.

Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further details are provided a follow up report will be submitted. Filed as one MDR as number of occurrences not available.